Event description:
The manufacturer received info alleging a pt became hypercapnic when using a bipap a30 and the device was found to be turned off. The device was turned to restores therapy to the pt. The device is in the possession of the local authorities and is not being released at this time. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer received information alleging a patient became hypercapnic when using a bipap a30 and the device was found to be turned off. The device was turned on to restore therapy to the patient. The device is in the possession of the local authorities and is not being released at this time. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. This issue is currently under investigation by the local authorities and no further information has been provided. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.